Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with traces of blood were observed on the tool jaws. The heater wire on the hot jaw was observed to be slightly flexed but remained attached to the base and tip. The silicone insulation appeared intact. The device was evaluated for electrical function. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An engineering evaluation was performed. The flex shaft above the tool jaws was stripped off with its black insulation to inspect the internal wires connected to the heater wire of the hot jaw. It was observed that the wires were intact and securely soldered to the jaws. The tool handle was then opened to inspect the internal circuitry and switch and toggle. Traces of blood were observed on the toggle switch and internal circuitry. The wires were intact. A continuity test was performed on the switch. The switch failed the continuity test. The switch was then opened to inspect the internal components. Evidence of build up of dust particles were observed on the contact points. Based on the returned condition of the device and evaluation results, the reported failure to deliver energy was confirmed. The analyzed failure material twisted/bent was also confirmed. The DHR was reviewed. All the test results meet the specifications and requirements. There was 1 ncmr but was not related to the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working. Removed the cautery and checked with wet gauze. No beep sound and smoke was also not there. Completed the case with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working. Removed the cautery and checked with wet gauze. No beep sound and smoke was also not there. Completed the case with a new device. The hospital did not report any patient effects.